Event description:
The irrigation part of this irrigator would not work. New irrigator added to the filed and worked just fine.====================== health professional's impression======================none sure, damaged perhaps, packing was intact on initial opening so we are not sure; this has never happened with this product to my knowledge====================== manufacturer response for disposable suction irrigator, strykeflow llc======================trying to contact quality control department; customer service unaware of who to direct me to in order to report this device malfunction : customer service took my information and will have quality control department contact me later; starker is shipping a free replacement product : RMA # 12032751 to return product to vendor ; starker shipping a box to me to return the product for examination by quality control

Event description:
The irrigation part of this irrigator would not work. New irrigator added to the filed and worked just fine.====================== health professional's impression======================none sure, damaged perhaps, packing was intact on initial opening so we are not sure; this has never happened with this product to my knowledge====================== manufacturer response for disposable suction irrigator, strykeflow llc======================trying to contact quality control department; customer service unaware of who to direct me to in order to report this device malfunction : customer service took my information and will have quality control department contact me later; shipping a free replacement product : (B) (6) to return product to vendor ; (B) (6)shipping a box to me to return the product for examination by quality control